Event description:
Reportable based on device analysis completed on (B)(4) 2014. It was reported that difficulty crossing were encountered. The 90% stenosed target lesion was located in a severely calcified and moderately tortuous proximal left circumflex (lcx) artery. The lesion was pre-dilated by an unspecified balloon catheter then a 4.00x16mm promus element plus stent was selected to treat the lesion but was unable to cross the lesion. The procedure was completed with a different device. No complications were reported and patient's status was good. However, returned device analysis revealed distal stent damage.

Manufacturer narrative:
Device is a combination product. Age at time of event: 18 years or older. Device evaluated by MFR: a visual and microscopic examination found that the hypotube was kinked at various positions along its length. This type of damage is consistent with excessive force being applied to the delivery system. The tip was slightly flared. This type of damage is consistent with meeting an obstruction during an attempt to cross a lesion. The stent was damaged at the distal end. Struts on the five most distal rows were damaged. Struts on rows 1,3,4 and 5 were lifted upwards. The balloon was tightly wrapped and was not subjected to positive pressure. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).